Manufacturer narrative:
Result: brake adjuster.

Event description:
It was reported by service report that the brakes were not working correctly. No pt involvement or adverse consequences are reported.